Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the motor device had hose damage(excluding rupture), leaked liquid, leaked air and insufficient/low power. It was further determined that the device failed pretest for oil leak assessment, rotational speed assessment and hose verification. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from wear. Correction: upon further review of the complaint investigation, it was determined that the failure for hose rupture did not occur and was mistakenly specified in the initial report. The device evaluation was updated to include failures for hose damage (excluding rupture) and air leak. Correction: h6: problem code has been updated to remove break (a0401).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported by the (B)(6) that during service and evaluation, it was determined that the motor device had a ruptured hose, leaked liquid and insufficient/low power. It was further determined that the device failed pretest for oil leak assessment, rotational speed assessment and hose verification. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.